Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) is deployed outside the patient's body. The plug did fall out of the exoseal vcd shaft upon removal from the patient and was found partially deployed, partially out of the shaft; it was not found fully inside the shaft. Manual compression was performed for twenty minutes for hemostasis. There was no reported patient injury. The vcd was used and prepared according to the instructions for use (IFU). The operator deployed the device in the black-black state of the indicator window. The vcd was used in a transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The device was used with a 5f non-cordis sheath. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, there was no access vessel tortuosity. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. One non-sterile ¿vascular closure device 5f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment and for evaluation; cowling guard was received unlocked; bleed back port is at the deployed position; indicator wire is retracted. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath. No damages were noted on it. No other anomalies were observed during the analysis. The functional analysis was not performed since the device was received fully deployed. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed through analysis of the returned device. The functional analysis was not performed since the device was received fully deployed with no plug. There were no anomalies of the internal mechanism of the device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer, as it was received without the plug and denoting a complete deployment of the device. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) is deployed outside the patient's body. The plug did fall out of the exoseal vcd shaft upon removal from the patient and was found partially deployed, partially out of the shaft; it was not found fully inside the shaft. There was no reported patient injury. The vcd was used and prepared according to the instructions for use (IFU). Manual compression was performed for 20 minutes for hemostasis. The operator deployed the device in the black-black state of the indicator window. The vcd was used in a transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The device was used with a 5f non-cordis sheath. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, there was no access vessel tortuosity. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The device is being returned for evaluation.